Event description:
Allegedly, doctor was performing a turp when the unit made a "popping" sound and smoke emitted from the back; unit no longer functioned. Doctor switched to alternative setup to complete procedure. This switch took 45 minutes; procedure was completed and patient condition is good.